Event description:
Received notification from a suros field representative of box of ng09 needle guides, lot 603006, in which the primary packaging (sterile barrier) was not sealed properly. The box was intended to be the representative's personal demo stock. Therefore, no product was used clinically. Furthermore, the unsealed packaging is very evident. This MDR is only for the ng09 needle guides, which are a component of the atec breast biopsy and tissue excision system, not the system as a whole.

Manufacturer narrative:
Packaging integrity - sterile barrier may be compromised in some cases.